Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the air flow differed between the set value and the measured value due to a faulty flow rate sensor. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus high flow insufflation unit for routine maintenance. While performing preventative maintenance on the unit, it was discovered that the flow rate sensor was failing. There was no patient involvement during this event.

Manufacturer narrative:
While the subject device was sent in for routine maintenance and the reportable failure was discovered, the unit has not yet been returned to the legal manufacturer for a full device evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.